Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the numbers keep scrolling. The customer states that they changed out the battery, but issues persist and the new battery reads as drained. The customer's blood glucose at the time was 90mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.